Manufacturer narrative:
Event date was estimated based on aware date as the event date was not provided.

Event description:
It was reported that the sterile bag was torn. During preparation of an optcross imaging catheter it was noted that the sterile bag used to hold the motor drive unit was ripped and could not be used. There was no patient involvement.